Event description:
Philips received a complaint on the intellispace cardiovascular (iscv) indicating that studies are not merging as expected. When they attempt to merge, the system keeps spinning and hanging without displaying any error message. The only way to successfully merge these studies is by creating a local copy, reimporting it, and then proceeding with the merger. The device was in clinical use at the time of the event. No adverse events or harm were reported in the complaint. Philips identified a defect in intellispace cardiovascular (iscv) in which the ultrasound viewer (us viewer) does not uniquely differentiate between the separate dicom (digital imaging and communications in medicine) structured reports (sr) when associating measurement graphics with images. If two dicom sr files contain the same measurement on the same image, the us viewer creates incorrect internal references for the measurement graphics. This has been determined to be a reportable malfunction. Under specific circumstances, it could potentially lead to delayed diagnosis or misdiagnosis. Given the defect¿s nature and its potential impact on clinical decision-making if it were to recur, philips has determined that this constitutes a reportable malfunction.